Event description:
Per the clinic, the patient experienced skin irritation at the external magnet site secondary to magnet retention issues which was treated with a steroid injection. The implant remains in-situ.